Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. The investigation revealed: due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of up/down knob was out of the standard value, the suction-cylinder was deformed, suction-cylinder was shaved, the control unit had discoloration, the adhesive on bending section cover had a chip and due to damage on charged coupled device unit, flare occurred. The following components were found to have scratches: scope cover unit, suction-connector, protector of universal cord on scope-connector side, universal cord, grip, scope-cover, switch box, switch number 1, bending section cover, lock engagement lever, lock engagement lever knob, up/down knob, right/left knob, and control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during cleaning and disinfecting the evis lucera elite gastrointestinal videoscope the user observed an abnormality inside the channel (image guide side brush clogging). There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they did not clean, disinfect, or sterilize the product before sending it to olympus. The customer noted the foreign material adhered to the endoscope when the cleaning brush was inserted. There was a delay in the start of precleaning. There were abnormalities in the accessories used for reprocessing. The customer flushed water through the instrument/suction channel. The instrument channel outlet was wiped/brushed with clean lint-free cloths, brushes, or sponges. It is unknown if the customer brushed the instrument channel port and suction cylinder with clean lint-free cloths, brushes, or sponges. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material possibly remained in the nozzle since the reprocessing was deviated from the instruction manual. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system: [inspection of the endoscope] 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. [Inspection of the instrument channel] 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.